Manufacturer narrative:
Date of event, was confirmed to be (B)(6) 2017 as previously reported. The initial result for patient b was confirmed to be 0.51 mg/dl. Please refer to the updated attachment of this medwatch. (B)(6).

Manufacturer narrative:
(B)(4).

Event description:
The customer stated that they have obtained intermittent questionable low test results for the crep2 creatinine plus ver.2 (crep2) assay on the cobas 8000 c 702 module. The customer pulled daily reports and repeated samples with low results. Data for seven patient samples was provided. Of the data provided, the results for five patient samples were discrepant. All results were released outside the laboratory. Refer to the attachment to this medwatch for all patient data. Clarification has been requested regarding the date of event, and the initial test result for patient b. No adverse event occurred. The crep2 reagent lot number is 25041701 with an expiration date of 01/31/2018. The field service representative found that the sample probes were misaligned. He aligned the sample and reagent probes and flushed the sample lines with 10% bleach solution. He verified alignments, pump pressures, and optics. The customer performed quality controls which passed, and analyzed patient samples with results within specification. Specific result data was not provided. No alarms occurred. Investigation activities are ongoing.

Manufacturer narrative:
After the previous service activities, the analyzer was returned to the customer. On (B)(6) 2017, a new event occurred. The customer obtained questionable high results for one patient sample using the alb2 albumin gen.2 assay, and eight patient samples using the crep2 creatinine plus ver.2 assay, on the cobas 8000 c 702 module. The initial results were not released outside of the laboratory. The customer noted that the reaction monitor data for the samples was markedly different than expected for true low or normal creatinine results. The field service representative found a hole in the detergent 1 discharge rinse mechanism vacuum tube that was causing sodium hydroxide to drip back into the cuvettes. He replaced the vacuum tubing and performed a successful volume check of all rinse mechanisms. He performed a successful precision check. The root cause of the event on (B)(6) 2017 was the hole in the vacuum tube. The customer stated the analyzer has been working well since the service activities. Investigation activities are ongoing for the event that occurred on (B)(6) 2017.

Manufacturer narrative:
After the previous service activity of replacing the vacuum tubing, the issue resolved. Since calibration and quality controls were acceptable, there was no indication of other issues. The root cause of the event on (B)(4) 2017 was the vacuum tubing.